Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the sensor was new and the transmitter was fully charged when he connected the transmitter to the sensor the transmitter wouldn't blink. Customer's blood glucose was unknown. Troubleshooting was performed on the transmitter and customer was advised to change the sensor. Upon removing the sensor the customer noted the cannula was missing. Customer was unsure if the cannula was in her body. Customer was advised to speak to her doctor. She agreed to return the sensor for analysis.